Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced eleven infusion sets fell off during use from (B)(6) 2024 which led to high blood glucose level. The patient received correction injection via multiple daily injection (mdi). The issue got resolved by replacing the infusion set and resumed insulin successfully. The infusion set in use for 48 hours or less for each event. No further information available.

Manufacturer narrative:
Initial and final MDR 1883794 - MDR 3003442380-2024-07437 - device 10 of 11. E1: patient country: united states.